Manufacturer narrative:
(B)(4). Unfortunately, there is insufficient information available to determine the root cause of this event. The valve remains implanted in the patient and therefore, cannot be evaluated. It is unknown if patient and/or procedure factors may have caused or contributed to the patient's regurgitation. It was noted that the surgeon felt the valve leaflets appeared nonsymmetrical. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. No corrective action is applicable to this case; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a pericardial mitral valve implanted in the tricuspid position demonstrated moderate regurgitation during an ultrasound exam approximately seven (7) days post tvr. The patient had severe tricuspid regurgitation prior to the operation. Reportedly, the physician claimed that the leaflets were not symmetric before the operation and water testing was not effective during the operation, but continued with the implantation. No other details were provided.